Event description:
On (B)(6) 2019 is the day I had my breast implants removed. I traveled to another state and paid out of pocket. I had the implants for 13 years, saline under the muscle. Over the course of the last 10 yrs, I have had multiple health issues arise, went to several specialists, allergists etc, spent (B)(6) of dollars on testing with no conclusive results. All they could tell me was that my body was having a systemic inflammatory response. I was prescribed an eli-pen, multiple allergy medications and steroids. Nothing helped long term. A friend of mine sent me a link in regards to breast implant illness. The info blew my mind, there were thousands of women sharing my same story. It was overwhelming and exciting. I knew I needed to get the implants out as soon as possible. I started researching the procedure and learned that for removal to be successful, it needed to entail a total en bloc and complete capsulectomy. I live in (B)(6), there were no surgeons at that time that performed the complete procedure. I researched and found a highly recommended surgeon in (B)(6), set up the appt and had them removed. It was the best decision I have ever made. One by one my health issues literally stared to disappear, it ahs been 6 months and I couldn't be happier. I feel fantastic. There is absolutely no doubt in my mind my immune system was fighting the implants. The inflammation gone, the headaches gone, the brain fog gone, the gastrointestinal issues, gone, the hypersensitivities to food and allergic reactions gone. I could go on and on and on. This is not a cheap procedure and I missed 10 days of work. I have no breast tissue, significant scarring and I could care less. Those implants were making me sick. I am disgusted with myself for ever getting them in the first place but more disgusted that I was informed they were completely safe. They are not completely safe. Please open your eyes and listen to these women. Of course not all health issues can be attributed to breast implant illness but when thousands of women are having them removed and many of their health issues are disappearing. Why isn't that being listened to and addressed? I have no doubt that if penile implants were making men sick and causing cancer in some cases they would not be up against a fight like this. It disturbs me beyond belief. We are women, we are talking and we need somebody to listen. Women are getting sick and some are literally dying. There is an issue here. The expense to remove these toxic bags should not be our responsibility, we were not informed of the risks, we didn't ask for this. I beg you do something about it. FDA safety report ID# (B)(4).